Manufacturer narrative:
Device evaluation: lens was returned dry, in lens vial. Visual inspection found the optic torn and a haptic bent. Claim # (B)(4).

Manufacturer narrative:
Concomitant medical products: collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4).

Event description:
The reporter indicated the surgeon attempted to insert a (B)(4) collamer three piece lens, +12.5 diopter, and the lens was damaged. There was patient contact but no injury and another same model/diopter lens was implanted. The reporter indicated the cause of the lens damage was due to the forceps used to load the lens. There was no issue with the lens.